Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a labeling review, and instrument log review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. Log review showed multiple occurrences of aspiration errors and cuvette washing not completed errors. Review of the maintenance log showed wash cuvettes procedure was not performed after every occurrence of cuvette wash errors. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified.

Event description:
The customer observed falsely elevated potassium results for one patient while using the architect c8000 analyzer ict module. The following data was provided. The customer uses normal range 3.5 to 4.5 mmol/l. Initial 6.7, repeat 2.83, 4.4. No impact to patient management was reported.